Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred. No damage was found to the battery compartment. The battery cap threads were found to be stripped. The battery cap was unable to maintain electrical connection with the pump. A test cap was used for evaluation. The pump was exercised for 24 hours with no power loss or re-booting. Unrelated to the event evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient reported that he went swimming and the pump lost power. He denied any cracks or damage to the pump. The patient insisted that the battery cap was replaced 3 months ago. He reported that the yellow o-ring on the battery cap had been visible for several days. The pump reportedly powered on but the time and date returned to default. This report is made based on the allegation that the pump lost power without physical damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.